Manufacturer narrative:
D9: 3/28/2024. One device was received for evaluation. Visual inspection found no physical damage. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. It was determined that the most probable cause is user error. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was dispensing too high during preventive maintenance, there was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.